Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on apr 26, 2023, it was noticed the previous report erroneously omitted the following information: the devices were identified as non-mentor products. As a result, this event is no longer MDR reportable and no further investigation will take place.

Manufacturer narrative:
On mar 8, 2023, additional information was received identifying the patient identifier and date of birth. The fields have been updated appropriately. Additional information was reported: it was reported that a patient who underwent breast surgery with unknown breast implants was possibly diagnosed with lymphoma. According to the information, the patient had mentor round textured implants placed (sub-glandular plane, 280cc implant on the right side, and 260 cc on the left side). The postoperative evolution of the procedure was uncomplicated, and the patient returned to their usual activities progressively approximately four to six weeks after the intervention. On (B)(6) 2021, the patient attended a consultation, presenting a history of volume increase of approximately one year of evolution in the right breast region, with progressive slow growth, which resulted in an evident asymmetry of both breasts. As a result, bilateral breast implant removal and mastopexy were scheduled. On (B)(6) 2021, the patient underwent bilateral breast implant removal and mastopexy. The following samples were collected and sent for histopathological studies, but a copy of the report has not been provided at this time: sample I- right breast implant capsule. Sample ii- left breast implant capsule. Sample iii-nodule removed from right breast. IV-fluid sample extracted from the right breast for cytological analysis. The patient was prescribed montelukas in 2016. The surgeon stated the patient had ¿inflammation and a normal asymmetry¿. The patient also experienced chronic fatigue, headache, dizziness, strange hot flashes, cough, hypertension, and inflammation of the throat, and ganglia and it wasn¿t until (B)(6) 2022 that she was diagnosed with ¿lymphoma non-hodgkin phase 3¿. Reason for device explant and/or reoperation: lymphoma non-hodgkin phase 3 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On apr 6, 2023, it was noticed the previous report erroneously omitted the following information: h6. Health effect - clinical code e2403 (implant site fluid collection) and h6. Health effect - impact code f19 (surgical intervention).

Event description:
It was reported, via a j&j employee, that a patient who underwent breast surgery with unknown breast implants was possibly diagnosed with lymphoma. No further details were provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).